Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01812 / 01813). Additional medwatch reports were submitted for additional parts removed on medwatch numbers 1825034-2013-01810, 01811 & 01814.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." And "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2013-01810 / 01814). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2006 alleges that a revision procedure was performed on (B)(6) 2010 due to pain and possible fracture of one of the components. A review of invoice history confirmed both surgery dates and that all components were removed and replaced during the revision procedure. Patient further alleges that she is experiencing pain since the revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2006 and alleges that a revision procedure was performed on (B)(6) 2010 due to pain and possible fracture of one of the components. A review of invoice history confirmed both surgery dates and that all components were removed and replaced during the revision procedure. Patient further alleges that she is experiencing pain since the revision surgery. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to patella fracture, instability and pain. The operative notes confirm that all components were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.